Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows recovery screen. A field service engineer (fse) found the station displaying a blue recovery screen and inspected the solid-state drive data and power connections, but a reboot did not resolve the issue, and safe mode could not be accessed. The station was reimaged and synchronized, hotfixes were applied, antivirus software was installed, and the component manager was set to managed. The fse tested the repair by logging into the station and verifying normal functions, reviewed update and antivirus status on the remote support dashboard confirming green status and verified firewall and recovery model packages were successfully deployed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was stuck on the windows recovery screen and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.